Event description:
It was reported that the patient experienced frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure. Additional information was received that there were no reported complications postoperatively. The explanted device was not returned as it was discarded by the medical facility.

Event description:
It was reported that the patient experienced frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred five months prior to the date the manufacturer became aware.